Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 21-apr-2023 . H6: investigation summary one mz1000 china product was received for investigation without packaging. The sample was subjected to pressure testing in order to replicate the customer's experience; leakage was observed from the connection to the syringe confirming the customer's experience. A visual inspection identified small cracks at the female luer adaptor as the source of the leakage. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 22045851 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. Previous investigations have been unable to determine a potential root cause for the customer's experience; no obvious manufacturing defects or potential manufacturing contributors were identified which may have resulted in the observed damage. Although a definitive root cause could not be determined in this instance, previous investigations have confirmed similar damage can be caused or contributed to by a combination of different factors, including prolonged use of substances that are aggressive to plastics, over-torque of the component during connection with the male luer, or use of a male luer that is not compliant to iso standards. In this instance based on the information available, it is not possible to determine which of these factors may have contributed to the customer's experience.

Event description:
It was reported while using bd maxzero¿ needle-free valve cracks led to leakage. There was no report of patient impact. The following information was provided by the initial reporter, translated from chinese to english: on april 1, the nurse found that used to connect the cvc catheters in patients with onset mz1000 transparent without pin joint leakage, look carefully and found is the joint screw fracture, replace mz1000 after joint leakage. The red circle in the attachment is the crack, and there are 2 cracks in the careful observation. It is connected with zhixun infusion set, and the infusion time is about 20 minutes, and the leakage is found.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd maxzero¿ needle-free valve cracks led to leakage. There was no report of patient impact. The following information was provided by the initial reporter, translated from chinese to english: on (B)(6), the nurse found that used to connect the cvc catheters in patients with onset mz1000 transparent without pin joint leakage, look carefully and found is the joint screw fracture, replace mz1000 after joint leakage. The red circle in the attachment is the crack, and there are 2 cracks in the careful observation. It is connected with zhixun infusion set, and the infusion time is about 20 minutes, and the leakage is found.